Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 58 mg/dl at the time of the call. The customer has been about 53-54 mg/dl the past few weeks even after their health care professional changed their settings. The customer used food and candy to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement accuracy test. Insulin pump passed the dat test at 0.08680 inches. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No recalibration anomalies or sensor connection anomalies noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Unexpected pump error alarm during testing, problem isolated to all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label, peeling end cap address label and corrosion in battery tube.